Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the registered nurse noticed that the nkv-550 graphic user interface touchscreen was black. The ventilator had restarted in less than 30 seconds and had returned to its original settings. The respiratory therapists felt that the ventilator was ventilating the patient when they arrived at the bedside. The patient was disconnected from the ventilator, manually ventilated, and placed on another ventilator. There was no harm to the patient as the monitored vital signs were unchanged.

Manufacturer narrative:
**UDI related data quality updates only**.